Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 144 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter stated that she had taken 10 units of humalog insulin with a high reading of 528 mg/dl obtained 2 hours before the back to back readings. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. Reporter did not indicate if she took any actions or if any additional treatment was received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.